Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had migrated. The electrode was planned to be replaced with an MRI conditional model during a routine device replacement procedure. During the case, the physicians experienced difficultly locating the lead anchor points at both the upper parasternal region and in the xiphoid region. X-rays were performed and revealed the electrode had moved about 5 cm below the sternal junction scar and to the left laterally. Upon explant, the silk retention sutures appeared broken and frayed. It was noted that during the routine follow-ups while the system was implanted, good parameters were found, with no need to change the sensing vectors. A new MRI conditional s-ICD system was implanted successfully. No adverse patient effects were reported. The explanted products were not returned for analysis. A request was made for the article author to provide the model and serial number for this electrode. Unfortunately, only the model number (3010) was available and the serial number was unknown.